Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6529-06 traction boot has an issue with the ratcheting strap. The slider is popping off track while in use. No patient affect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The qa team reviewed this complaint and found that the ladder strap was worn. After speaking with engineering, it was determined that this is inherent to the design with the plastic ratchet being worn by the metal ratchet buckle. Overtime, the plastic can wear down. A new version of these arthrex traction boots are already pending release, which will address this issue.